Event description:
Unable to place the jada system appropriately assuming it to be due to user error so it could not be utilized [device placement issue]. Did the jada device stop control the bleeding? No [device ineffective]. Case narrative: this initial spontaneous report originating from united states, was received from a physician via customer account specialist (cas) referring to a female patient of unknown age. The patient's medical history included pregnancy, caesarean section, and delivery (discrepant information provided: "it was reported that patient was currently pregnant"). The patient's concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. Approximately on an unknown date in (B)(6) 2022 (reported as sometime last month), the patient underwent vacuum-induced hemorrhage control system (jada system) 2.0 placement for post-partum hemorrhaging (postpartum haemorrhage) (lot# was not reported). The vacuum-induced hemorrhage control system (jada system) was unable to be placed appropriately assuming it to be due to user error so it could not be utilized (device placement issue). It was reported that vacuum-induced hemorrhage control system (jada system) did not stop controlling the bleeding (device ineffective). After the removal of the vacuum-induced hemorrhage control system (jada system) the patient was taken to the operating room where a bakri balloon was placed and then the patient went to interventional radiology. The reporting physician was not the health care provider (hcp) who had inserted the vacuum-induced hemorrhage control system (jada system). It was reported that it was believed that vacuum-induced hemorrhage control system (jada system) came with a blue seal valve kit and green carton since the place at which patient underwent vacuum-induced hemorrhage control system (jada system) placement ran out of the white seal valve and carton back in june. It was reported that maternal admission to intensive care unit (ICU) was not required. It was reported that not more than one vacuum-induced hemorrhage control system (jada system) was used. It was reported that after removal of vacuum-induced hemorrhage control system (jada system) it was not reinserted and there was hesitancy to open another one. It was unsure if there was invasive placenta. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. The events of device placement issue and device ineffective were considered to be serious as it required intervention. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan.) FDA code: (health effects - health impact per annex f): 4624 surgical interventions (one or more surgical procedures was required, or an existing procedure changed.) This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model# 2002 from previously reported model # 1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00014. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00014 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00014. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00014 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).